Event description:
While priming tubing, chemo leaked out of the air eliminating filter.follow up information: chemo was noted leaking from the air eliminating filter. No other lots were checked. The manufacturer has received the devices and has sent them for testing.